Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage was too low for the projected remaining capacity. No intervention was reported to have occurred related to this event and the patient has since passed away due to an unrelated issue (details were not provided). The device was received and analysis is in progress.